Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: a2, b5, d6a, d6b, g3, g6, h2, h6. No product was returned, or pictures provided of the initial liner; visual and dimensional evaluations could not be performed. It was confirmed the patient was revised due to dislocation. The initial liner was destroyed during revision. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty. Subsequently, the patient was revised due to dislocation five (5) years post implantation.

Manufacturer narrative:
(B)(4). D10: unknown head unknown . Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial right hip arthroplasty on an unknown date and was implanted with zimmer biomet products. Subsequently, the patient underwent a revision surgery due to unknown reasons.

Manufacturer narrative:
No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. The complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.